Event description:
It was reported with the use of the unspecified bd insyte¿ IV catheter there was an issue with plastic is broken not allowing insertion. Needle breaks but a large portion is left outside the patient allowing removal.

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd insyte¿ IV catheter there was an issue with plastic is broken not allowing insertion. Needle breaks but a large portion is left outside the patient allowing removal.